Event description:
The physician reported a pt who was originally skin tested on 28 january 1998 with negative results. On 20 march 1998, the physician administered the patient's first treatment into the upper and lower lip vermilion. Immediately after the procedure the pt had symptoms of an anaphyactic reaction; flushing, transient hypotension, shortness of breath, and bronchial tightness. The physician stated the symptoms resolved spontaneously in about 1 to 3 minutes, and no medical or surgical intervention was prescribed or planned. The pt had no local symptoms at the treatment or test sites. The physician believed that symptoms were product related. On 21 march 1998, the pt developed flu like symptoms, headache and malaise. On 24 march 1998, the pt reported these symptoms to the physician, who prescribed oral tylenol for the symptoms. On 31 march 1998, the physician stated that the pt had developed dizziness and arthritis-like joint pain. The physician believed these symptoms were related to the product, and instructed the pt to take tylenol for these symptoms. As of 31 march 1998, the physician planned to continue to monitor the patient's symptoms.